Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated a r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Beginning (B)(6)-2015, vt-ns episodes with evidence of lead noise oversensing. On (B)(6)-2016, rv capture threshold has risen to 2.5 v and is consistently above 2.5 v. From (B)(6)-2015 through (B)(6)-2016 rwave amplitude measures between 3.625 and 6.5 mv. Concomitant continued: 5076-45 lead, implanted (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease in r-waves measurement. There was concern that the lead may have micro-dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.